Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently after entering information for a food bolus, the pump bolus calculation was too large. Customer cancelled the bolus and manually entered the bolus amount. Tandem technical support reviewed the pump data. The data showed that the pump correctly calculated the bolus and the customer had not over-rode the recommended bolus. The complete bolus was delivered. However, customer had not uploaded the current pump data for review. Although multiple attempts were made by tandem technical support to review the pump data and request the current data be uploaded, customer did not reply. There was no reported impact to customer's blood glucose.